Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician was unable to cross the very tortuous rca lesion. While attempting to retract the delivery/stent device, the guide catheter slipped, stripping the stent off the delivery device. The physician was unable to locate the stent in the patient or the guide catheter. Patient status listed as "okay".